Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The device was received with the burr separated. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the burr was detached, and the coil had been stretched at the point of detachment from the burr. Product analysis confirmed the reported event.

Event description:
It was reported that a device separation occurred. The target lesion was located in a severely tortuous and calcified artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the tip of the burr and drive shaft separated inside the patient's body. The device fragments were recovered using a goose neck snare 7mm and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.

Event description:
It was reported that a device separation occurred. The target lesion was located in a severely tortuous and calcified artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the tip of the burr and drive shaft separated inside the patient's body. The device fragments were recovered using a goose neck snare 7mm. The procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.